Event description:
Analysis was approved. The pulse generator was interrogated at multiple orientations adjacent to the programming wand. The pulse generator interrogated at all orientations. During the bench interrogation, the pulsedisabled and eos warnings were set. The pulsedisabled byte would not reset. Therefore, the system diagnostics and final electrical test could not be performed. With the pulse generator case removed and the battery still attached to the pcba, the battery measured 1.958 volts, confirming an eos condition. The data in memory locations revealed that 36.334% of the battery had been consumed. The battery was removed. The pcba was subjected to an electrical test, and results showed that the pcba failed several electrical tests, including supply current drain during stimulation and standby modes. There were observed contaminates along the trimmed edge of the pcba. Fine grit sandpaper was used for the removal of the observed contaminates from the trimmed edge of the pcba. After the trimmed edge of the pcba was cleaned, an electrical test was performed, which was within normal limits. Based on the electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions.

Event description:
It was reported that the patient's generator lasted only 1.5 years and that premature battery depletion was suspected. A review of device history records for the generator shows that no unresolved non-conformances were found. The device was also laser-routed during manufacture. Programming data was reviewed, but there was no recent data available to confirm whether or not the battery was depleting more quickly than expected. There were substantial changes in impedance (reported in MFR. Report #1644487-2018-00128), which could affect the battery longevity of the device at higher impedance levels. The generator was replaced due to battery depletion, but the device has not been received to date. No further relevant information has been received to date.

Event description:
The patient's device was replaced due to battery depletion, and diagnostics showed high impedance (reported in MFR. Report #1644487-2018-00128). The generator was received, but analysis has not been approved to date.